Manufacturer narrative:
The remedy spectrum gv hip spacer is indicated for temporary use (maximum 180 days) as an adjunct to thr patients undergoing a two-stage procedure. In this case the spacer was implanted for over 7 months. The remedy spectrum gv hip spacer is intended for partial weight-bearing using mobility assist devices. In this case it was reported that the patient was full weight bearing at the time of the event.

Event description:
The patient was originally operated on (B)(6) 2023 for a fractured femur and an infected joint. A remedy gv hip was implanted along with another manufacturer's bone plates, screws, and wire. On (B)(6) 2024, the patient heard a click and an x-ray showed that the patient's femur had re-fractured, the bone plate and wire were broken, and the remedy gv hip stem was broken. On (B)(6) 2024, the surgeon removed the broken hardware and spacer. A new remedy gv spacer was implanted as the infection had not cleared.